Event description:
A user facility reported to olympus that the colonovideoscope had white spots (towel fibers) on the cover of the insertion side that could not be removed as well as curved rubber. Upon inspection and testing of the customer returned device, it was observed that foreign matter had adhered to the rubber bonding area. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Initial reporter name and address:full facility name: (B)(6) hospital. Upon evaluation of the returned device, in addition to the foreign objects found on the rubber bonding area, the following faults were found: the a rubber bond was cracked and chipped, the objective lens adhesive was peeled, the objective lens adhesive was cloudy, the lg lens adhesive was peeling, the lg lens adhesive was cloudy, the c cover was crushed/dented, the s cylinder had peeled paint, and scratches were found on the ig coils, connecting tube and switch 1. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: a) foreign matter remained due to physical damage to the equipment b) deviation from the instruction manual for reprocessing. A definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): the inspection method for the event is described as follows in the instruction manual (operation) "chapter 3 preparation and inspection 3.3 inspection of the endoscope". [Inspection of the entire endoscope] 4. Cracks, dents, bulges, edges, scratches, peeling, protruding metal wires from the inside, projections, sagging, deformation, bending, adhesion of foreign matter, attachment of parts, etc. Visually check that there are no abnormalities such as falling off. 5. Hold the operation part with one hand or hang it on a hanger to stabilize the operation part, lightly grasp the insertion part with your hand, and slide it in both directions over its entire length to prevent it from getting caught or the metal wire coming from inside. Check with your hand that there is no sticking out. Also, check by feeling that the flexible part is not abnormally hard. Olympus will continue to monitor the field performance of this device.